Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable battery. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had an inoperable battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to the battery controller software. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).